Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. Customer's blood glucose was 336 mg/dl at the time of incident. Customer's current blood glucose 106 mg/dl. Customer treated for high blood glucose with insulin drip. The customer experienced symptoms such as vomiting, confusion and flu-like symptoms. Advised to disconnect. Customer states the drive support cap appears normal .since customer is at hospital, no tubing clamp available cannot perform high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.